Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose due to over treating. The customer reported that the emergency medical services were called for the low blood glucose. The customer stated that they had several lows. The customer's blood glucose was 69 mg/dl at the time of incident. The customer's blood glucose was 310 mg/dl at the time of call. The customer stated that they treated the low blood glucose with glucagon shot. The customer stated that they were incoherent. The customer stated that the programming was accurate. The insulin pump will not be returned for analysis.